Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump only vibrates when alarm is received and does not beep for unattended alarms. Customer's blood glucose was 112 mg/dl. Customer declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was received with vibrator alert and audio alert functioning properly; no vibrator anomaly or audio alert anomaly noted. However, the insulin pump was received with cracked belt clip slot.